Event description:
It was reported that intermittent sensing anomalies were observed on the device when lv port was plugged into the new device. Noise was also observed on the atrial channel while tapping on the header, possible loose connector or septa damage. The device was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of sensing anomaly was verified in the lab. The device would intermittently oversense due to inappropriate programming. It is believed that during manufacturing, the atrial and ventricular sensing channels were incorrectly programmed. After correct programming the sensing anomaly was no longer observed. The sensing anomaly is not believed to be connector related.